Event description:
It was reported that the customer received a no delivery alarm on her pump. The reservoir was low with 24.7 units of insulin left. The customer was assisted with rewind, priming, and performing a set change. Her blood glucose was at 431 mg/dl and the customer performed a bolus. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.